Event description:
Neuronetics received a patient reported medwatch (mw5111155) from FDA on (B)(6) 2022. The patient reported excessive tiredness during and after tms treatment.

Manufacturer narrative:
The patient was contacted and provided additional information regarding her symptom of hypersomnia including concomitant medications and her tms provider. During her tms treatment, the patient was concurrently taking numerous medications. Several of the medications are associated with her symptom including, cariprazine, lamictal, temazepam, pramipexole, zolpidem, and levothyroxine. The patient had numerous changes in dosage and medications during her tms treatment which could exacerbate the experienced symptom. Tms therapy is not known to be associated with the symptom. Based on the provided information, it can not be concluded that neurostar tms treatments caused or contributed to the patient's reported symptom.